Event description:
It has been reported to philips that the system did not turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was outside of clinical use at the time of the reported event. The philips remote service engineer (rse) checked the device remotely and confirmed that the machine was not switching on. A review of the system logfile showed a voltage error on output 24v1 bank-a r-cab, which confirmed the power issue. Upon troubleshooting the rse determined that the fuse was defective and suggested for replacement. To resolve the reported issue the biomed order and replaced the fuse on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.